Event description:
It was reported that, prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report the recurrence of a recoverable ergonomic error message on the surgeon side console (ssc). The caller stated that they were going to swap the ssc. The procedure was aborted and moved to another da vinci system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) armrest motor module, arm rest motor power cable and the manipulator controller ergo base (mceb) board to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.